Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that additional log files were sent for review for another driveline disconnect alarm. The event log file recorded 122 pulsatility index events on 01may2026 from 1:34 pm to 2:43 pm. Technical service was able to confirm that a driveline disconnect alarm and driveline communication fault occurred as the periodic log file, which was capturing 1 timestamp every hour, showed both alarms were active on 01may 2026 at 1:01 am. Per investigation review of log files, the driveline disconnect alarm captured on 01may2026 occurred while system controller (B)(6) was in service.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. The controller and pump periodic log files collectively captured data associated with pump stops on (B)(6) 2026 consistent with disconnections of the driveline. The events leading up to the pump stops were not captured in the submitted log files. The pump restarted following each reconnection of the driveline. The pump appeared to be operating as intended prior to and following each pump stop. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document rev. D and patient handbook, document rev. A is currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline disconnect alarms recorded on the system controller alarm history screen on (B)(6) 2026 at 09:02 am to 09:03 am and (B)(6) 2026 at 8:08 pm. Log files were submitted for review. It appeared that due to the frequently occurring pulsatility index (pi) events, the event log file history was quickly filling and purging historical data to capture newer data. Driveline and modular cable data showed no issues with the conductors within. The data showed frequent pi events that were occurring from (B)(6) 2026 at 8:36 am to (B)(6) 2026 at 10:09 am. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additional information showed that the data captured controller (B)(6) entering service on (B)(6) 2026 at 14:02:38, suggesting a controller exchange occurred. The driveline disconnect alarm captured on (B)(6) 2026 occurred while that system controller was in service.